Event description:
It was reported the carrier broke while tunneling down the back of the patient's neck. The physician hooked the extension into carrier and tried to pull the extension through the carrier. The carrier broke off between the two carrier slots. The physician pulled the extension through with the silk and pulled it through the tunneler. The representative noted the doctor had to remove body fluids from the extension.